Manufacturer narrative:
(B)(4): two needles with the mesh and the guide, and the lid but without the traceability label were returned for evaluation. The device was visually evaluated. The tip of one needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Concomitantly the patient underwent suprapubic tube and cystectomy procedures. The tip of the device broke during insertion. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.